Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported IFU violation contributed to the reported difficulties. Additionally, the pre-close technique was not used when closing with a sheath greater than 8f. The prostyle IFU states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted with two prostyle devices after a impella interventional procedure using a 16f sheath. Reportedly, femoral imaging was not performed, and a cuff miss occurred with both prostyle devices. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.